Event description:
Subsequent information indicated that the pace impedances had increased to greater than 2000 ohms. Noise was able to be produced with isometrics. Boston scientific technical services discussed trouble-shooting options with the local boston scientific field representative (fr). Follow up with the fr indicated that they were not aware of any additional information regarding the clinical observation. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an increase right atrial (ra) pacing impedances of up to 1800 ohms. All other lead diagnostics were good and normal. Technical services and the local field representative discussed some trouble shooting ideas. The following physician is to monitor the situation. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.